Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -12.5/1.5/092 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. On 29-jan-2024 the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a vial with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection founds the lens to be within specifications. Claim #(B)(4).